Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the catheter would not go through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium smoothly without resistance. The physician wanted to switch from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium to the agillis sheath. There was no patient consequence reported. Additional information was received on the event. The resistance they were having was with the sheath when they were trying to put the catheter into the sheath and also when they were trying to withdraw it from the sheath. There was no occlusion when irrigating the sheath. The caller was unsure, but believes the sheath was narrowed. The catheter/needle was still able to be moved through the sheath but not smoothly. The physician felt that the resistance made the sheath a safety hazard. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-feb-2022, the hemostatic valve could not be found and the dilator was bent. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 07-feb-2022.

Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve could not be found and the dilator was bent. The root cause of the resistance felt during the dilator insertion could be related to the dislodgment of the hemostatic valve, causing a temporary blockage of the sheath. However, as the hemostatic valve could not be found for further analysis to determine the root cause of its dislodgment, no more conclusions could be reached. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).